Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Clinic notes dated (B)(6) 2013 indicated that this vns patient had a previous history of cellulitis and sleep apnea. Attempts for addition information showed that the patient did not have a history of sleep apnea pre-vns. The date and location of the cellulitis was unknown. No additional information was provided.